Manufacturer narrative:
The reported event of sensing noise could not be reproduced. Functional tests were performed, including crosstalk did not identify any anomalies or functional issues. A malfunction based on analysis was found. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Related MFR report number: 2017865-2024-03316, related MFR report number: 2017865-2024-03318. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead; rv lead fracture was suspected. Patient noted to have discomfort, shortness of breath, dizziness, and syncope. On (B)(6) 2024, CT scan was performed and revealed rv lead cardiac perforation and possible atrial lead cardiac perforation. It was also noted that there was oversensing on the pacemaker (pm). On (B)(6) 2024, the physician elected to explant and replace the rv lead and pm. The patient condition was stable following the procedure.